Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during a shift check, the battery status indicator on the autopulse lithium ion battery (sn: (B)(4)) will display a fully charged battery. However, when the battery is inserted into the platform, the platform indicates to replace the battery. There is no report of patient involvement.

Manufacturer narrative:
The reported complaint was not confirmed during archive data review or functional testing of the returned autopulse lithium ion battery (sn: (B)(4)). Since the issue could not be duplicated, the root cause could not be determined. Review of the retrieved archive data revealed the battery was last charged successfully on (B)(6) 2017 and was last inserted in the autopulse (B)(6) 2017 without errors. On the reported event date ((B)(6) 2017) the archive data recorded two event when the battery was inserted into the autopulse platform respectively for 10 and 31 seconds. During both events, the battery capacity prior to inserting it into the platform, was equivalent to four green leds. The reason the battery was quickly removed from the platform is not known. Additionally, the next day ((B)(6)) the archive recorded a charging cancellation event while the battery was in the conditioning cycle phase. During functional testing, the battery successfully charged in a good known multi chemistry charger and passed testing with a good known reference autopulse platform. No further issues were observed. Unrelated to the complaint, during visual inspection, dents and scratches were observed on the returned battery. Upon receiving, the battery check status indicator also displayed four green leds